Event description:
A surgeon reported that during a procedure, the trocar cannula became "wedged and vitreous catches," requiring forceful manipulation. Another cannula and vitrectome was used through a secondary port and the case was completed without further incident. The procedure was prolonged 15 to 20 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).